Event description:
The distributor contacted animas alleging that the pump was intermittently not responding to button presses.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that adhesive was observed under the button contacts after the keypad was removed. Contamination was observed under the buttons during investigation. The keypad was peeling at the ok button. The buttons were responsive and springing back normally. Date of birth is unknown.